Manufacturer narrative:
The generator was attached to a test terminal and there were no error codes stored in memory. Initial testing found the generator functioned normally and within specifications and the generator passed the automated safety test. The high and flow frequency leakage currents were specifically tested and were normal and within specifications. The generator was cycled for 3 hours, fully tested and functioned normally. Based on our test results and observations we cannot reliably determine a cause to the reported incident.

Event description:
Reportedly, the power surge from generator with the hand piece in place caused a burn to the pts throat.